Event description:
The customer states that the wbc reagent heater on the cell-dyn sapphire analyzer had burned. No injury was reported due to this issue. Service was dispatched to the customer site. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.